Event description:
It was reported that pump malfunction occurred, with no notable events leading up to the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was provided pump reset instructions, and successfully reset pump, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction returned, and customer acknowledged and understood these instructions.